Event description:
It was reported that the balloon failed to deflate. The target lesion was the common femoral artery. There was no difficulty advancing the guidewire or device to the target lesion. Reportedly, there was a tight bifurcation. An embolic protection device was in place. The device was used to push this the epd further into the sofa. The balloon would not initially inflate. When inflation was achieved, the balloon would not deflate. A stiff guidewire was used in an attempt to burst the balloon but this failed. The balloon was inflated to 23 atm in order to rupture the balloon. The device was easily removed from the pt and additional products were used to complete the procedure. No anomalies were noted during the prep of the device and no kinks were observed. There was no pt injury reported.

Manufacturer narrative:
(B)(4).